Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while stapling the stomach, the device was completely to fired but there was a poor staple formation and incomplete staple line distally. The surgeon used clips to reinforce the staple line. It was also note that the handle made an odd noise during firing which was described as car ignition that was not turning over. There was tissue damage as a result of this problem. New powered stapler was used to complete the case.